Event description:
On 03/24/2022, a customer called hologic technical support (ts) to report they had observed potential false positive panther fusion sars-cov-2 results that were tested on (B)(6) 2022 from wl (B)(6). Customer used the panther fusion plus instrument sn (B)(4). Ppr assay lot number was not provided by the customer. A total of 19 samples tested sars-cov-2 positive and were reported out. A person that was due to travel questioned the positive result. Customer retested the samples and found that 16/19 of the samples retested negative. The customer confirmed that retesting was done on genexpert using new aliquots. New aliquots are considered independent samples. The customer did not indicate that any samples within the same tube produced a discrepant result. Customer indicated that results were amended within 24 hours following testing of samples on an alternative platform. There was no mention of treatment being provided to the patients who received the initial positive result.

Manufacturer narrative:
No product impact for assay components is known to date. A review of the logs did not reveal any reagent issue. However, this complaint relates to a contamination event caused by a misaligned cap and vial shutter tray in the panther fusion cart. Fse replaced the cap and vial drawer with center guide pins to resolve the issue.